Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." "Inspect the instrument case and instruments for damage upon receipt and after each use and cleaning."

Event description:
It was reported the trial bearing cracked after multiple sterilization processes. The device continues to be used in procedures.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.